Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed.

Event description:
This report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-03966 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2023. During the procedure, the stent (the subject of this report) was inserted about 4 to 5 cm into the cyst but was unable to be deployed and was not visible under endoscopic ultrasound (eus) imaging. The physician manipulated the device; however, the stent was still not visible, and the catheter slipped out of the cyst. The physician then decided to remove the stent; however, during removal, the first flange of the stent prematurely deployed. A second axios stent (the subject of MFR. Report # 3005099803-2023-03966) was used; however, the same device problem occurred. The procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The delivery system was returned in position 4. No damages were noted on the returned device. The reported event of stent first flange premature deployment cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event of stent first flange premature deployment as the stent was received fully deployed and expanded; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-03965 and 3005099803-2023-03966 for the associated device information. It was reported to boston scientific corporation on july 04, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent (the subject of this report) was inserted about 4 to 5 cm into the cyst but was unable to be deployed and was not visible under endoscopic ultrasound (eus) imaging. The physician manipulated the device; however, the stent was still not visible, and the catheter slipped out of the cyst. The physician then decided to remove the stent; however, during removal, the first flange of the stent prematurely deployed. A second axios stent (the subject of MFR. Report # 3005099803-2023-03966) was used; however, the same device problem occurred. The procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.